Event description:
It was reported that this inflatable penile prosthesis (ipp) extruded out in the glans area during the filling process. An emergency explant procedure was performed. There were no additional patient complications reported. The patient desires a new ipp; therefore, an implant surgery was scheduled.

Event description:
It was reported that the inflatable penile prosthesis (ipp) extruded out in the glans area during the filling process. An emergency explant procedure was performed. The patient requested to get a new ipp, therefore, an implant surgery was scheduled. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.